Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to loss of consciousness and blood glucose level of 30mg/dl. Customer did not recall treatment received while hospitalized. Customer was discharged on (B)(6) 2020 with no permanent damage. Tandem technical support (cts) performed a system check and found that a 7.53 unit bolus was delivered while the customer was reportedly asleep. Customer did not recall entering or requesting a bolus. Although requested, the customer did not upload the pump data logs for cts to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.